Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient complained she could not recharge the scs ipg or establish any connection using the programmer. Multiple troubleshooting attempts to resolve the communication issue were not successful. Surgical intervention may be taken to replace the patient's scs ipg.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
"It was reported the patient complained she could not recharge the scs ipg or establish any connection using the programmer. Multiple troubleshooting attempts to resolve the communication issue were not successful. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue."

Manufacturer narrative:
DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Based on the investigation performed, there is no indication there is an escape from manufacturing and therefore the complaint cannot be confirmed to be a manufacturing related event.